Event description:
It was reported that the non pacer-dependant patient presented to the ER with chest pain. Upon evaluation, the ra and rv leads were found to be dislodged. A decrease in sensing, high capture threshold and an increase in impedance were noted. The lead was explanted and replaced when repositioning was unsuccessful. Patient condition was good after the event.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.